Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and shocks for supraventricular tachycardia (svt). Therapy was not exhausted and the patient was hospitalized. Technical services recommended device reprogrammed and it was reprogrammed. At this time device remains in service. No additional patient effects were reported.